Manufacturer narrative:
H3) the device was returned for analysis. It was determined the support arm for marker #3 was visibly bent causing a high geometry error. Otherwise, the probe had normal tracking and verification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the claw of the insert/removal tool was bent, the instrument frame had large geometry errors and frequent failure in verification, and the probe had a distance to the divot that exceeded 2 millimeters (mm) causing the verification to fail. There was no patient involvement. The suspected cause of the issue was the period of usage and frequency of usage increased.